Event description:
Consumer called to report receiving inaccurate readings with the replacement meter, comparing results to their other meter. Analysis run on clark error grid using competitive reading (246) as ref. Point vs. Bd readings (169) yielded data points in the e range of the grid, outside of acceptable limits.